Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the emergency room with complaints of chest pain. Upon interrogation it was found that the right atrial (ra) lead exhibited loss of capture. Since the patient only paces in the atrium two percent of the time, it was suggested to have the patient follow up at their clinic. The patient did follow up and loss of atrial capture was observed during the clinic visit. An x-ray was taken which showed the ra lead had dislodged. Since the physician believed that the patient did not need atrial pacing, no intervention was taken and the lead remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that the patient presented to the emergency room for an unspecified reason. Upon interrogation, it was found that the ra lead exhibited high threshold measurements. A fluoroscopy image was taken and it appeared that there was no slack on the ra lead. It was noted that the ra lead still exhibited good sensing and impedance measurements. A revision procedure was performed where the lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.